Event description:
During placement of the zenith endovascular graft, the operator deployed both the ipsilateral and contralateral leg grafts into the ipsilateral limb of the main body. Upon viewing the completion angiogram, a large endoleak was seen at the stump of the contralateral limb. Zenith graft was converted to an aortouni-iliac configuration, followed by a fem-fem bypass. The pt had no complications.